Manufacturer narrative:
The insulin pump had power loss alarms, low battery alarms and power system error alarms confirmed in the long race. The power loss alarms were after the error system error. The detailed trace analysis confirmed the pump alarmed low battery and then power system error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for a consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The pump was received with a minor scratched lcd window and a keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a low battery life on the insulin pump.